Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-4501 meniscal cinch¿ ii batch 15072598 was received for evaluation. Functional testing was not performed because the pushrod was bent inside the handle, most likely due to excessive force. Upon visual evaluation, it was observed that the pushrod was bent inside the handle. The implants and suture were not returned for evaluation. No damage was noted on the shaft. A use error, specifically an incorrect surgical technique, is the most likely cause of the reported and observed failure.

Event description:
On 19th february 2025, it was reported by an arthrex employee via email that for an ar-4501, meniscal cinch ii, the first implant was set successfully but the second one failed to set as the 2nd button was stuck. Then when 2 new ar-4501, were used, the same issue happened again. This was detected during a meniscus repair procedure on (B)(6) 2025. Local brand of knot pusher / cutter was used. The procedure was successfully completed with no patient harm and no secondary procedure needed by using another brand's product.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.